Manufacturer narrative:
E1 initial reporter facility name: (B)(6) hospital (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that the procedure was cancelled. A ce rotablator was selected for use. During preparation, it was noted that the pedal was malfunctioned and the speed could not be increased. The procedure was cancelled due to this event.